Event description:
It was reported that pump displayed malfunction alarm malf 0 multiple times with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump and planned to use alternate method for insulin delivery if needed. Technical support arranged shipment of replacement pump with updated software.